Manufacturer narrative:
Bayer service performed a checkout of the avanta fluid management system on august 28, 2018 and found it performed to specifications. The system was in use daily following the reported event. The disposables used in the reported occurrence were discarded by the customer and unavailable for evaluation. In addition lot numbers were unable to be provided; therefore testing of retained samples is not possible. A bayer clinical support specialist contacted the customer to offer additional applications training with a tentative date scheduled for september 17, 2018 at this time. The avanta fluid management system operation manual cautions the user as follows: "do not connect a patient to the injector, or attempt an injection until all trapped air has been cleared from the syringe and fluid path." "Warning: expel all air from the syringe, drip chambers, connectors, tubings, transducer, and catheter before connecting the system to the patient."

Event description:
The following information was obtained from a bayer representative: an (B)(6) female patient with an admitting diagnosis of dyspnea underwent a left heart catheterization with percutaneous coronary intervention (pci) . The patient presented with a past medical history of atrial fibrillation and atrial flutter, dyslipidemia, diabetes mellitus, coronary artery disease (cad), and hypertension. The avanta fluid management system was set up and prepared for use. The customer reported an alleged air injection occurred while the patient was attached to the avanta fluid management system. After receiving information about an incident a questionnaire was e-mailed to the site as part of our investigation to obtain further information. The customer's written response included the following terms while describing the event: "lad lesion, stent with des (drug-eluting stent), pta ( percutaneous transluminal angioplasty) to post primary dilate, ivus ( intravascular ultrasound), ivus removed to exchange for larger balloon, injection performed and air embolism injected". According to the written responses on the questionnaire the air was detected by fluoroscopy. The exact location and amount of the air was not disclosed. As a result of the alleged incident the patient underwent mechanical embolectomy and further balloon angioplasty. The site reported the current status of patient as "deceased". Multiple documented attempts for additional information including an autopsy report have been made with no additional response at this time.

Manufacturer narrative:
A bayer clinical performance specialist visited the site on september 17, 2018 and was able to obtain additional information regarding the event. Based on the information received during the site visit, the patient passed away one day after the procedure. The bayer clinical performance specialist was informed that before the intervention a warfarin product (coumadin) had been held for 5 days and the patient was inr sub-therapeutic. At the time of the procedure, the patient's act (activated clotting time) was 136 and initially 9000u of heparin were given. Consecutively, also bivalirudin and integrilin at unknown doses were administered. After the l.a.d. Was stented, several post-dilations were necessary to fully dilate the artery. It is unclear how many balloon catheters were used in an effort to ensure the stent was fully deployed. It was at this point after the physician acquired an image that the site reported an allegation of intra-vascular air being visualized. The physician for the case stated that the patient had a "normal ECG" at the end of the procedure and that from his perspective the patient expired due to a brain bleed. Based on the results of the service checkout of the equipment, there was insufficient evidence that the bayer product (injector system or disposable) caused or contributed to the event.